Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm and resumed insulin delivery. There was no impact to the customer's blood glucose level. As the alarm was not occurring when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.